Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, 3 months due to stenosis. The patient presented with symptoms of heart failure. The tavr procedure was successfully performed with a 23mm 9755rsl valve. The patient was reported to be stable and in recovery post-procedure. It was later learned the patient developed bilateral mca stroke and expired on pod #3.

Manufacturer narrative:
Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.